Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 115, 163 mg/dl. Tests were done within 10 minutes with a difference of 31%. Pt did not experience any adverse events. No further ifno has been reported.